Event description:
The physician prepped the balloon as per instruction. He had difficulty tracking the balloon up the ica. The balloon tracked into the giant aneurysm (as expected and intended) so he could track the balloon distal to the aneurysm. Physician inflated the balloon and noticed that the balloon had a small leak; ie. The balloon could not remain inflated. He had to maintain a constant pressure on the syringe to keep the balloon inflated and noticed that the contrast in his syringe was decreasing. Hence the physician is not sure if the balloon had ruptured or if the vent was never sealed properly. He used a bmw .014 exchange length wire for an exchange maneuver. A tear and stretched sections were found during analysis.

Manufacturer narrative:
The physician prepped the balloon as per instruction. He had difficulty tracking the balloon up the ica. The balloon tracked into the giant aneurysm (as expected and intended) so he could track the balloon distal to the aneurysm. Physician inflated the balloon and noticed that the balloon had a small leak; ie. The balloon could not remain inflated. He had to maintain a constant pressure on the syringe to keep the balloon inflated and noticed that the contrast in his syringe was decreasing. Hence the physician is not sure if the balloon had ruptured or if the vent was never sealed properly. He used a bmw .014 exchange length wire for an exchange maneuver. Catheter flushes appropriately. Due to the tear found (at 15 em from the hub) was not possible inflate the balloon. However those damaged sections were removed and a new hub was attached to the catheter, then the balloon could be inflated and no tear or damage was noticed on balloon. Vent hole was closed as expected. Several stretched sections were found during the visual inspection. A tear was found that appears to be the cause of the leak noted in the event description. During the inflation test, blood residues were noticed inside the balloon. Complaint was confirmed. As received the balloon could not be inflated. However, those damaged sections were removed and a new hub was attached to the catheter which allows inflate the balloon and verify that it was intact. Blood residues were seen inside the balloon. During the procedure the tear found in the outer body could have grown before the device was analyzed. It appears to be the cause of the leak noted in the event description. A review of manufacturing records (DHR) for lot number f38877 referenced in customer complaint file (B)(4) was conducted and no outstanding discrepancies, design, quality concerns or higher than normal rejects were found. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.